Manufacturer narrative:
Product event summary: data files and the device were returned and analyzed. Data files confirmed that a system notice occurred indicating that the system detected an electrical component failure (# (B)(4)) during applications with a balloon catheter on the date the event. Also, at least 7 applications were performed with two balloon catheters without any issues on the date of the event. Visual inspection of the sheath showed that the device was kinked 2.56 inches from the tip. In conclusion, the sheath failed the return inspection test due to a sheath kink 2.56 inches from the tip. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, a system notice was received indicating that the system detected an electrical component failure. The electrical umbilical cable, the mapping catheter cable, the balloon catheter, the sheath, the coaxial umbilical cable and the mapping catheter were replaced to resolve. The case was completed with cryo. The sheath was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.